Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b133 (lot: va2g91s); product type: 0200-lead; implant date (B)(6)2021medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that for the last 6 months or so, they had been changing the numbers because they were having more issues with lack of control. The patient stated within the last 2 months noticing, when they palpated the upper right buttock, it felt different like the implant had moved. The patient also stated in the last 24 hours, they felt a sharp feeling like maybe one of the leads was poking or something. It was not constant but if they moved a little bit, the pain was intense and did not travel down the leg. They stated the implant seemed to be in a different angle. The patient was redirected to their healthcare provider to further address the issue. The patient mentioned they were pushing a heavy garbage can on wheels through the gravel and it hit a small rock on the wheels and because patient was pushing hard, they flew forward into the frame of the garbage can and had a little nasty split on their head. The patient was not sure if the jolt from that fall was related.